Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. Visual examination of the connector portion found insulation degradation at 4.4 cm from the connector pin.

Event description:
It was reported that the right ventricular lead exhibited a malfunction. The lead was explanted and replaced. The patient tolerated the procedure well. No additional information could be obtained.